Event description:
During a pci/stenting procedure, stent damage occurred. The lesion was located in the 90% stenosed tortuous proximal left circumflex (lcx) artery. Resistance was encountered while advancing the ivus catheter. After attempting to deploy a cypher stent, a hematoma was noted at the distal lcs. The physician then attempted to advance the express2 monorail coronary stent delivery system, however, he was unable to advance through the entrance of the lcs. After several attempts to cross the lesion, the physician elected to retract the express2 monorial coronary stent delivery system. Resistance was encountered at the guide catheter during removal. Upon removal it was noted that the stent was flared. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good".